Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: h6 and h10.  Section h10: multiple attempts to obtain additional case information were made, however, the information was not forthcoming. The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment.  Many cases are mild to moderate, and either resolve over time or do not cause symptoms.  Others may be more clinically significant and require intervention.  The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The cause of the worsening pvl six years post implant is unknown but may be due to the factors mentioned above.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately six years post valve in valve (26mm sapien in surgical valve) tvr procedure in the mitral position, an echo showed the patient had paravalvular leak (pvl) between the surgical valve and the sapien valve. A new valve was successfully implanted via transseptal approach to correct the pvl between the two valves.  The patient was noted to be doing well post procedure.